Event description:
The customer's family member reported that the customer was hospitalized for high bgs. It was indicated that there were no basal rates in the pump. Also the device had an alarm. Troubleshooting was performed. It was found that the pump had wrong date and time and the alarm history showed the alarm. A replacement pump was requested.